Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Piece of metal came out of the head during brushing, broken head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on the first use of a new oral-b precision clean brush-head, piece of metal came out of the head during brushing. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the precision clean brush heads were purchased in bulk, online, some time ago. The consumer reported the logo on the brush head looked grey, and it does not scratch off. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the broken brush head would be sent to the company. No further information was provided.

Manufacturer narrative:
On 26-sep-2017 product investigation results: the reporter returned toothbrush head on 04-sep-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Piece of metal came out of the head during brushing, broken head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on the first use of a new oral-b precision clean brushhead, piece of metal came out of the head during brushing. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 14-aug-2017 consumer follow-up via e-mail: the consumer reported the precision clean brush heads were purchased in bulk, online, some time ago. The consumer reported the logo on the brush head looked grey, and it does not scratch off. No further information was provided. On 15-aug-2017 consumer follow-up via e-mail: the consumer reported the broken brush head would be sent to the company. No further information was provided.